Event description:
Affiliate reported that the stepping motor detached from the base plate. As a result the valve was revised. The proximal catheter was left in place.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. As a result the cam position/pressure could not be determined. It was also found that the valve casing was cracked and there was damage to the cam mechanism. It is not clear how this may have occurred, however, it might be likely that the patient suffered some form of impact. This however could not be confirmed. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.